Event description:
Device analysis provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the "j" stiffener wire has fractured approx 41mm proximal of the weld site. The proximal section of "j" stiffener wire measures approx 46mm and has migrated down lead body approx 50mm proximal of weld site. It appears that entire "j" stiffener wire was rec'd with all recorded measurements adding up to approx 87mm.